Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/17/2016 to report that on (B)(6) 2016, the g5 mobile application had no audio alarms. There was no report of injury or medical intervention. No additional patient or event information is available.